Event description:
On (B)(6) 2021, during the polypectomy, when the user changed the angle, the unclear image appeared suddenly. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: ccd was broken which caused unclear image. The scope was repaired by the third party and returned to the hospital.